Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks due to noise. An increase in threshold was also noted. The lead was cut and capped. The patient tolerated the procedure well and remained stable after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.